Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned absolute pro self expanding stent system (sess) noted blood and saline in the sheath, consistent with the reported use. The tip was separated from the inner member 24 centimeters (cm) distal to the distal end of the stabilizer sheath as reported. The separated tip, stent holder and separated portion of the inner member were not returned. The separation fracture face was stretched and jagged, suggesting force was applied to separate the material. The distal sheath was retracted 6.8 cm proximal to the separation. The inner member I-beam was returned pulled out of the shaft. There was no other damage noted to the sess. The red locking clip was removed from the sess and was not returned. Potential causes for tip detachment during use include, but are not limited to, manufacturing, tip becoming entrapped within the lesion, mishandling during loading onto a guide wire, interaction with the stent struts post deployment or interactions with the introducer sheath and/or associated devices during insertion. Based on the reported information, it may be possible that the tip was entrapped with the totally occluded lesion and/or the newly placed stent and during removal, the inner member separated proximal to the tip. Cine images were returned and reviewed by an abbott clinical specialist. The results show that there is a long total occlusion in the moderately calcified right femoral artery with collaterals feeding the vessel beyond the occlusion. A guide wire is positioned across the occlusion. One image shows the stent deployed across the lesion. There is a radiopaque marker visible in a location approximately 1/3 of the way into the stent. The guide wire has been removed. Images following show a guide wire prolapsed in the vessel with the distal looped end at the marker site. As the delivery catheter is not radiopaque, it cannot be confirmed as to a fragment remaining in the vasculature. However, the radiopaque marker visible post-stent deployment suggests that it may be part of the catheter. There are no images shown that can confirm that the fragment embolized. Overall, a conclusive cause for the reported difficulty and subsequent tip detachment could not be determined. However, there is no indication to suggest a product quality deficiency. A review of the device lot history record did not reveal any nonconforming material records for this lot that could have contributed to this complaint. A query of the complaint-handling database was performed and revealed no other incidents reported for this lot. During production all catheter tips are inspected during insertion of the tip mandrel. Additionally a tip pull-test is performed during reliability testing.

Event description:
It was reported that during a procedure of the moderately calcified, 50% stenosed, chronic total occlusion of the femoral artery, resistance was met during advancing and retracting of the absolute pro stent delivery system. The stent was delivered, however, after deployment the delivery system fractured and separated and the catheter plastic tip dislodged and was lost in the patients leg. The patient was transferred for bypass surgery. All available information was provided.

Event description:
Subsequent information received reported that the tip lodged in the patient leg and caused a total occlusion of the vessel. The patient did not receive bypass surgery, however, reportedly, further treatment as bypass of the leg vessel is still under discussion. All available information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.